Event description:
It was reported that a flogard infusion pump had an insert slide clamp alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested after the repair. The reported condition of insert slide clamp alarm was confirmed in the alarm log. The cause was that the safety slide clamp was out of calibration. To resolve the issue the safety slide clamp assembly was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.